Manufacturer narrative:
A ge service representative performed an onsite investigation. The video control board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a "blooming, bright picture" and then the picture would go away. Also, the customer reported that the system was flashing while fluoroing. This resulted in a loss of the live image. There is no report of patient injury associated with this event.